Manufacturer narrative:
Product was returned and the evaluation verified the device was over torqued. This fault/damage is consistent with none or incorrect utilization of the ¿torque base¿. The DHR documentation was reviewed and no anomalies that could be associated with then complaint incident was observed. Service history was reviewed and no anomalies that could be associated with the complaint incident were observed. The complaint was confirmed.

Event description:
The account manager reported on behalf of the customer that a c2602 cusa excel 36khz straight handpiece was not working. The date of the event was not specified. Additional information received on 14sep2018 indicated that the handpiece was checked before the surgery was performed. Thus, no patient contact or surgery delay was reported.